Event description:
According to the healthcare facility, a second-degree burn to chin was noted during a rhytidectomy while using the bipolar forceps.

Manufacturer narrative:
The bipolar forceps was not returned for evaluation after three good faith effort (gfe) attempts were made requesting the device's return as well as additional information regarding use of device. Lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history records (DHR) could not be reviewed. It has been determined that the most recent purchases of this device by the reporting healthcare facility occurred in april and june of 2018. Therefore, the device was manufactured over seven years ago. No complaints for bipolar forceps 121040bp are on record. It is not known what accessory cord or generator setting were used with the forceps during the procedure. It has not been possible to confirm this alleged malfunction due to insufficient information. If additional relevant information becomes available in the future, the complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.